Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, there were no abnormalities found in appearance during a visual inspection, and the reported issue was able to be duplicated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure (laparoscopic hernia repair), the visera 4k uhd camera control unit exhibited communication errors e216, e214 and e116 when it was connected the ch-s400-xz-ea device. It was noted that the facility staff cycled the power but error e116 recurred. It was also noted, although e116 occurred, the endoscopic image was reflected, so the brightness was manually adjusted in a state in which autofocus, and white balance could not be obtained, and the brightness could not be adjusted and was used in the procedure. The intended procedure was completed without any problems. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, error codes e216 and e214 were not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely, error code e116 occurred, due to a faulty motherboard. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.